Event description:
During insertion procedure the guide wire was inserted through the needle to obtain vascular access. While in the process of inserting the steel guide wire, it kinked and had to be removed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
During insertion procedure the guide wire was inserted through the needle to obtain vascular access. While in the process of inserting the steel guide wire, it kinked and had to be removed.